Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 0.87 mm in size was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter inside its balloon. This was found before use. There was no patient involvement. No additional information is available.